Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, lot# unknown, product type: accessory. Analysis of the lead found no significant anomaly. The electrode on the distal end was bent.

Event description:
It was reported that the physician found the lead was bent when the package was opened during surgery. The package had not been opened prior to the operation. The stimloc from the package had already been implanted. Another lead from a different package was used instead. The surgery was reportedly delayed for about 30 minutes but there was no impact to the patient because it was handled in a timely manner. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.